Event description:
It was reported that a member of the staff tried to remove the ez-io needle from the patient and it snapped in-situ leaving a part of the needle in the bone. From the size of the patient, the person reporting thinks it would have been the 25mm needle but was unable to confirm as only the fragment in the bone is available. The patient had expired, but not as a result of this event. The patient was being resuscitated when the product was being used and the ez-io needle was being removed because other access was being utilized.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for evaluation. Additionally, no lot or serial number was provided by the customer so a review of manufacturing records could not be performed. As the complaint could not be verified, no potential cause could be determined. No further action will be taken.